Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the cap on top of the 355sa trocars, snapped off during the case. The surgeon repeatedly replaced the top of the housing, while the gas leaked out during the case. There was no futher consequence to the patient.